Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. The power button is mechanically damaged and stuck in the depressed state. As a result, the button would at times trigger when physically pressed and other times not. This results in the device powering on/off when not physically pressed by external force. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit randomly shuts off and on. No consequences or impact to patient.